Event description:
The customer reported that the audible alarm volume varied. The co's svc tech verified that the alarm was intermittent. The st inspected the device and resoldered the electrical connection to the alarm horn assembly. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.